Manufacturer narrative:
H6, medical device problem code: added code 2682. H6, component code: added code 515. H6, investigation findings: added code 3211. H6; investigation conclusions: added codes 4315, 22, 50.

Manufacturer narrative:
Imaging evaluation summary: non-contrast post-implantation computed tomography angiography images dated (B)(6) 2021 were returned to gore. The imaging evaluation showed the following: the right renal artery appears to be lowest by axial imaging. The aortic diameter just distal to the right renal artery appears to be 21.1mm. Images distal to the flow divider appear to show aortic diameters to be 20.5mm ¿ 22.3mm. Aortic diameters appear to narrow to ~19mm between the flow divider and the aortic bifurcation. The ipsilateral leg appears to be compressed at the level of the aortic bifurcation. The flow lumen diameter cannot be confirmed without contrast. The possibility of a dissected vessel cannot be ruled out without contrast. The ipsilateral limb appears to be opened extending into the right common iliac artery.

Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient reportedly presented with an aortic diameter measuring 21 mm. On (B)(6) 2021, follow-up computed tomography imaging revealed a compression of the ipsilateral leg of the implanted gore® excluder® aaa endoprosthesis rlt261418. Reportedly, there is bloodflow towards distal and there appears to be no thrombus. It seems the ipsilateral leg is compressed at the level between the flow divider and the contralateral leg hole where the contralateral leg component joins as well as distally. The physician has taken a wait - and - watch approach as the patient is reportedly asymptomatic. The fsa stated that images would be available.